Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: no. Lens not returned. Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens in the patient's right eye (od) and the lens tore. The lens was removed with no patient injury. The reporter stated the surgeon is relatively new with the icl lens and the event was due to user error.